Event description:
It was reported, that during a shoulder revision the disc which sits on the humeral head came off. As per usual or practice the site was deemed contaminated. Surgery was delayed for 15 minutes and humeral head extractor was removed from sterile field.

Manufacturer narrative:
It was reported that during the shoulder revision one part of the instrument (the disc) came off. The manufacturer received the instrument for investigation, it was 10 years old but looked almost undamaged. Only the disc which sitted on the humeral head was loose. No other relevant damages. Possible root causes for the reported event: instrument, broke, deformed, or parts remained in wound -> due to surgeon or staff unfamiliar with instrument usage and handling. Possible, as unfamiliarity with the surgical technique could not be excluded. However, the instrument was 10 years old. Damaged instruments, implants, body or wrong operational step -> due to surgeon or staff unfamiliar with instrument usage and handling. Possible, as unfamiliarity with the surgical technique could not be excluded. However, the instrument was 10 years old. Instrument broke or deformed -> due to off-label / abnormal-use. Possible, as off-label/abnormal use could not be excluded. However, the instrument was 10 years old. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4). Considers this case as closed. Zimmer's reference number of this file is (B)(4)..

Manufacturer narrative:
The manufacturer did not receive device or other source documents for review. Where a lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).